Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 2.50 x 24mm synergy xd drug-eluting stent (des) was advanced for treatment. However, during the procedure, the shaft fractured at 10 inches from the hub. The device was removed, and a 2.50 x 28mm synergy xd des was advanced, but the shaft also fractured at 10 inches from the hub. The device was then removed, and the procedure was completed with a non-boston scientific stent. No patient complications were reported.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by manufacturer: the synergy xd mr us 2.50 x 24mm stent delivery system catheter was returned to the complaint investigation site (cis). Visual and tactile inspection identified multiple hypotube kinks and a break at 23.5cm distal to the distal end of the strain relief were identified along the shaft of the device. No issues identified on the shaft polymer extrusion profile. Microscopic analysis identified no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the proximal and distal markerband identified no issues. No issues identified on the tip profile. Microscopic analysis found no additional device issues.

Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 2.50 x 24mm synergy xd drug-eluting stent (des) was advanced for treatment. However, during the procedure, the shaft fractured at 10 inches from the hub. The device was removed, and a 2.50 x 28mm synergy xd des was advanced, but the shaft also fractured at 10 inches from the hub. The device was then removed, and the procedure was completed with a non-boston scientific stent. No patient complications were reported.